Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air/water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that there were foreign objects clogging the nozzle due to insufficient cleaning or handling of the scope. It was also observed that the adhesive on the bending section cover had a crack and a white clouded area due to chemical or physical stress. It was observed that the universal cord a connecting tube had a wrinkle due to deterioration and or bending at a sharp angle. It was also observed that the objective lens had a scratch causing a flare to occur. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, switch 1, image guide protector, protector of the universal cord on the scope connector side, plastic distal end cover and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had an angulation malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.